Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6): 02-022-47-4009 - truliant tib imp cr ins std sz 4, 9mm. (B)(6): 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. (B)(6): 200-07-35 - advanced patella 35mm 3 peg implant.

Event description:
As reported by the exactech truliant knee clinical study, the 60 year old male patient had an initial left tka on (B)(6) 2023. The patient presented on (B)(6) 2023 with aseptic tibial loosening. It was also reported septic loosing pattern around the tibial component. Erosion round the medial tibial plateau. Elective surgery is recommended to remove loose components. The case report form indicates that this event is definitely related to device and to unlikely related to procedure. Outcome is continuing. An elective surgery is recommended to remove loose components. Devices will not be returned due to clinical study case.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6 the following sections were corrected: h6 MDR section codes updated/corrected: b, c, d, e, f, g the reason for the revision reported cannot be confirmed from the information provided but may be the result of tibial loosening. The reported tibial loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.